Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided reset instructions and reminders while customer was away from home without charger, and customer planned to reset pump upon returning home and to contact support if problem continued.